Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, wire breakage occurred. A trapezoid rx lithotripter compatible basket had been selected and advanced to treat a stone in the common bile duct (cbd). The physician had captured the stone and was attempting to crush the stone with the basket when the stone inadvertently was released. The basket was removed and it was noticed that one of the wires in the distal portion of the basket was broken. The procedure was completed with another trapezoid rx lithotripter compatible basket. There were no pt complications reported with the pt's current condition listed as "fine".